Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux system unable to issue medication. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist remoted into the system, checked the medbank qlink, and confirmed that the medication needed to be restocked. It was found that the pharmacy supplier/auto po generator was disabled. The auto po generator was enabled, and purchase orders were set to generate as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux system unable to issue medication. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.